Event description:
The customer was riding up her driveway on a slight incline when the drive train started making a grinding noise. She stated that the scooter slipped into reverse and when she released the engager, the brake did not hold. The scooter tipped over on her and she suffered some bruises and scrapes.